Manufacturer narrative:
Event date: (B)(6) 2014. Manufacture date: 10/09/2014. Conclusion / root cause: the power management (pm) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator would not turn on. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) evaluated the device and found the unit would not function on ac power but did function on battery power. The fse replaced the power management pcb board to address the reported problem. Applicable final testing was performed per operating specifications and passed.